Manufacturer narrative:
Changed: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed on the catheter tubing at the kinked location of 71.1cm. To: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed on the catheter tubing at the kinked location of 65.8cm. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an autofill failure occurred. The console was swapped out, but the issue continued. The customer then replaced the iab. The patient's condition was then stable and the iab was removed. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an autofill failure occurred. The console was swapped out, but the issue continued. The customer then replaced the iab. The patient's condition was then stable and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded. The extender tubing was also returned. No blood was visible on the catheter or extender tubing. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. A kink was found on the catheter tubing approximately 61.5cm from the iab tip. Two kinks were found on the inner lumen and catheter tubing approximately 65.8cm and 71.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed on the catheter tubing at the kinked location of 71.1cm. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4) .

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an autofill failure occurred. The console was swapped out, but the issue continued. The customer then replaced the iab. The patient's condition was then stable and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4). .

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an autofill failure occurred. The console was swapped out, but the issue continued. The customer then replaced the iab. The patient's condition was then stable and the iab was removed. There was no patient harm or adverse event reported.